Event description:
While turning a bone flap the anspach dural guard, "crani-a" had the tip break off. The disposable side-cutting bur remained intact. At the end of the procedure an x-ray of the head was taken and the piece of broken guard was identified. The bit of broken bit was located by the surgeon and removed.